Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email that the tip of probe was detached when cleaning inside of the joint after the rotator cuff repair during arthroscopic rotator cuff repair surgery on (B)(6) 2017. The surgeon checked the recorded video and suspected that there was a possibility the fragment might be remained when arthroscopic subacromial decompression, so that the surgeon searched the remained fragment near posterolateral path. The detached fragment it was found that the detached fragment was tangled with nearby adipose tissue, so that the surgeon removed it. The surgeon confirmed there was no fragment remained in the patient¿s body under x-ray. The surgeon commented that the surgeon operated the device in question as usual. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received and evaluated. The active tip of the electrode was missing and not attached to the electrode. There were visual signs of activation. The suction tube also had saline residue remaining within it. The device was not tested to avoid additional damage. The electrode was forwarded to the supplier for additional investigation. The supplier confirmed the signs of activation. However, the reason for the active tip becoming detached from the device is unknown based on the evidence provided. It appears that the suction tube has eroded at the juncture between itself and the active tip. The supplier opened a CAPA for additional investigation of active tip failures. The CAPA was closed in july 2015 due to a number of process improvements. No additional electrical or functional testing was performed by the supplier due to the nature of the damage. The lot number of the device indicates it was manufactured after the process improvements were made. The potential root cause was identified as a) the weld bridge on active suction tube is not providing sufficient weld material and retention, b) mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process, and c) misuse, (e.g. Extended activation or overloading of mechanical forces). The occurrence rate of this failure with the process improvements was found to be lower than that of the old process, therefore no containment actions were required. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.